Event description:
It was reported that pump displayed malfunction alarm after customer removed cartridge too early during load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.